Event description:
(B)(6) 2023, our sales representative reported an hcp who had a patient with a case of pdo thread migration. According to hcp, a pdo thread broke and migrated to the patient's lip. (B)(6) 2023, hcp confirmed the patient was seen on (B)(6) 2023. During this follow-up visit, the patient informed that she went to the ER on (B)(6) 2023 as she was in pain and felt a thread push its way out her lip. According to the patient, she was diagnosed with a cold sore. The patient had the thread removed at the ER and is now fine.